Event description:
It was reported that three days post implant possible cardiac perforation was suspected. The lead was repositioned to a different spot in the rv (right ventricle) and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).